Manufacturer narrative:
Additional data: h6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4) "UDI related data quality updates only" h4: device manufacture date: 14-oct-2023. Claim # (B)(4).

Event description:
A facility representative reported that following the implant of an implantable collamer lens, toxic anterior segment syndrome (tass) was diagnosed with onset of "post-op a few hours". Diagnostic culture was not performed. The patient was prescribed treatment with frequent steroid drops. As of day 11, the condition was under control. The lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: health effect - impact code (f): additional medications: 4644 - steroid drops h6 - work order search: no similar complaint was reported for units within the same lot. H11: manufacturer narrative: a review of the device labeling was completed. Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovo removal. Warning: after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim # (B)(4).